Event description:
On (B)(6) 2011, the lay user/patient in (B)(6) contacted lifescan to report the one touch ultra2 meter was giving the error 5 error message. The technical service representative (tsr) contacted the patient to obtain and verify information; however was unable to reach him by telephone. The sr. Medical surveillance specialist classified the complaint based on the information provided to customer service. On (B)(6) 2011 at 12:00 pm, the patient obtained the error message error 5 multiple times; he was unable to obtain a blood glucose reading. On (B)(6) 2011 at 10:30 pm, the patient experienced the symptoms of confusion, being "not with it" and he felt hypoglycemic. The patient noted he does not usually experience symptoms when hypoglycemic. The patient's granddaughter treated him with milk and sugar; he did not seek medical attention. The patient manages his diabetes with insulin taken on a sliding scale. Troubleshooting revealed the patient's testing technique was correct and the test strips correctly drew in the blood samples. It was also determined the test strips were either expired or stored improperly, both of which can contribute to error messages. It would have been helpful to determine what meals and medications had been taken prior to the onset of symptoms, if the patient had a backup meter, his insulin regimen, if the patient felt better after consuming the food, and if he attempted to use the meter during this event. The meter and test strips were replaced. The patient allegedly suffered symptoms suggesting severe hypoglycemia after not being able to test his blood glucose level due to the meter issue, and received treatment with food. Therefore this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. (B)(6). The 510k#: k053529.